Manufacturer narrative:
One certain® gold-tite® hexed screw was returned for inspection. A visual inspection revealed that the device is worn from use at the threads, body, and drive feature with some debris noted. The returned x-rays show an unknown implant within the surgical site. The restoration on top of the implant appears to be fully seated. No further information regarding screw loosening could be verified from this image. A device history review was performed and no related nonconformance¿s were noted. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar cause and no other complaint was identified. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated: b4: date of this report. D4: expiration date. D4: UDI number : (B)(4). G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Patient weight: not provided. Email address, fax number: not provided.

Event description:
It was reported a prosthetic crown mobility on iunihg abutment. Screw was removed and a new one was placed. Tooth location 30.